Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier did not form the clip as it should. It made a deformed clip and the next one in the jaws was not secure.